Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "prolapsed double-canted bipolar left ventricular lead for pacing the left atrium via the coronary sinus: experience in 11 patients." (B)(4).

Event description:
A journal article was reviewed that contained information regarding this lead model. The physician reports that there were multiple unsuccessful attempts to obtain acceptable thresholds during a lead placement. It was also noted that the lead did not pace. Another lead was implanted. No patient complications have been reported as a result of this event.